Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) em2400 valve sets leaked. The event was further described as a defective valve set number that would allow leakage from the tpn ports. This occurred during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, eight (8) unopened companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with no issues were noted. The reported condition was not verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.